Event description:
Central line was placed intraoperatively with no problem. Line fell apart at hub in ICU postoperatively. No stress or mechanical force was ever applied to the device. It appeared to have been faulty manufacturing of the bonding between the first of two lumens as it connected to the single hub.